Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure, during the second and third punctures, the stylet was triggered but not the cannula, resulting in the failed biopsies. It was further reported that another device was then used and the same problem was encountered. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure, the stylet was allegedly triggered but not the cannula, resulting in failed biopsies. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was received for evaluation. During visual evaluation, the device appeared to have blood residue throughout the cannula. The device was received with both slides in their initial positions. No visual anomalies were noted to the device. Upon functional testing, the top slide was pushed into the device. It was found that both slides moved together and neither locked into place. The device was disassembled, and internal parts were inspected. Upon disassembly, it was noted that each bumper was found not seated in the correct position. When removing the stylet from the cannula, resistance was felt. Small tissues were noted throughout the sample notch and distal tip of the stylet. The cannula was inspected and appeared to be residue was noted within the distal end. An attempt to load back the stylet into the cannula was performed after the stylet was wiped down with a sani-cloth. The stylet was successfully loaded into the cannula without any resistance during the second attempt. Upon dimensional observation, the cannula ID and stylet od was measured and noted to be within the acceptable range. Therefore, the investigation is inconclusive for the reported failure to fire as further functional testing was not performed since the device didn't prime. However, the investigation is confirmed for the identified failure to prime as it was found that both slides moved together and neither locked into place. The bumper issue may have contributed to the reported event. However, a definitive root cause for the reported failure to fire and identified failure to prime issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.